Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation and problem confirmation cannot be performed. However, based on the customer's reported information of fluid ingression via a crack in the top case, it is very likely that the customer used (against IFU indication) a disinfectant that contain ammonium chloride or a solvent which attacked the plastic of the top case causing it crack and subsequent allow fluid to enter the pump where the fluid shorted out the main power supply cause a severe thermal event.

Event description:
Information was received indicating that this medex 4000- medfusion syringe pump began to emit smoke that filled a patient room and billowed into the hallway. Pump was hot and there was a smell of electrical fire. It was reported that the pump was unplugged and removed from room. The reporter also stated that during investigation it was found that the back of pump was hot, singed/charred, and the battery/battery compartment was full of soot. It was also discovered that there was fluid coming from inside the pump. Subsequently, it was identified that there is a thin crack on the outer compartment of the pump on the top near where the tubing slides through the three guides. At the time of the event, it was discovered that a bag of fluids were leaking above the syringe pump and presumably onto the syringe pump. The medwatch received by smiths medical stated "serious injury/required intervention" but we have not been provided any info to suggest adverse effects.